Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The reported vte issue was confirmed, reading is 260, should be above 450. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported to vyaire medical that the vela ventilator is delivering breaths but not pulling volumes. At this time, there is no information regarding patient involvement associated with the reported event.